Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead that was positioned in the outflow tract had dropped. The lead was repositioned and is still in use. No patient complications have been reported as a result of this event.